Manufacturer narrative:
H3, h6: it was reported that the patient underwent revision surgery to remove the femoral head and modular sleeve due to pain, metallosis, elevated metal ion levels. Intraoperative findings included metallosis, wear of the device, metal-stained fluid, metal-stained tissue, metal-stained debris, and damaged soft tissue. The devices, used in treatment, were not returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review or, manufacturing record review could not be performed. The review of the product's most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the hemi head. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions for all hemi heads and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. Based on the information supplied and reported symptoms it cannot be concluded that the events/clinical reactions; elevated metal ions, pain, metal-stained fluid, tissue, debris, and damaged soft tissue were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Based on the information provided our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement; loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report (B)(4).

Event description:
It was reported that, after a bhr-tha construct had been implanted on (B)(6) 2008, the plaintiff experienced pain, metallosis, elevated metal ion levels. The devices implanted in the primary surgery were: birmingham hip modular head (bhmh) hemi, birmingham hip resurfacing (bhr) cup, birmingham hip modular head (bhmh) sleeve and a synergy hip stem. Therefore the patient underwent a revision surgery on (B)(6) 2022, in which the bhr modular head and the bhr modular sleeve were explanted; while the bhr dual mobility poly insert and the oxinium femoral head were implanted. Intraoperative findings included: metallosis, wear of the device, metal-stained fluid, metal-stained tissue, metal-stained debris, and damaged soft tissue. Patient current health status is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.